Event description:
Received information stating customer had stopped insulin delivery to take a shower, and received an alarm when attempting to resume insulin. Insulin delivery was interrupted for approximately 15 minutes. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow-up MDR will be submitted.